Manufacturer narrative:
D10: device available for eval yes. D10: returned to manufacturer on: 17nov2022. H6: investigation summary. Samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to operate. The following information was provided by the initial reporter: the nurse injected insulin for the patient as instructed by the doctor, but encountered resistance during the injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine+ pen needle was difficult to operate. The following information was provided by the initial reporter: the nurse injected insulin for the patient as instructed by the doctor, but encountered resistance during the injection.